Manufacturer narrative:
H3: product analysis ¿ as found condition: the pipeline flex was returned inside a biohazard bag and a shipping box. ¿ visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal sections were found to be open and frayed. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. ¿ testing/analysis: n/a ¿ conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open at middle section¿ was not confirmed as the braid's middle section was found opened and frayed. Possible causes of ¿failure/incomplete open¿ include vessel tortuosity, damaged braid, and deployment of the braid in the vessel bend. However, the customer indicated that vessel tortuosity was minimal, and the braid was not positioned in the vessel bend, which eliminates these factors as potential causes. In this event, the damaged braid may have contributed to the failure to open. The braid can become damaged due to resheathing more than 2 times, over-manipulation, deployment technique, delivering/retracting delivery wire against resistance, or deploying/resheathing the braid against resistance. However, the cause of the braid damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Update: b5, d9, h3: analysis results were not available at the time of this report. A follow-up will be sent once analysis is complete. And h6: the evaluation codes have been updated for this event medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The cause of the event was not determined. When the pipeline device failed to open, it was not positioned completely at a bend in the blood vessel.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a pipeline embolization device was selected for implantation to treat an intracranial internal carotid artery c6 segment aneurysm. During the deployment process, the mid-segment of the stent failed to open. Multiple unsuccessful attempts were made to open the stent, including increasing and decreasing tension, swinging, retrieval, and redeployment. The back half of the stent became deformed and could not be used normally. There was concern for potential endothelial damage due to the repeated attempts. The stent was withdrawn and replaced. No patient complications have been reported as a result of this event. The patient's vessel tortuosity was minimal. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a navien and phenom 27 catheter.